Event description:
No new information.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: the alleged failure mode cannot be determined because the relevant log files and case session files were not available for inspection. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode cannot be determined because the relevant log files and case session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
2025 tkar, at trialing with final implants varus in extension was at 6 deg and not confirmed clinically, we checked arrays and checkpoints: all were stable in had bone, verified the checkpoints and tibia was 15.7 mm off which is not coherent.